Event description:
It is reported that the pt was revised due to infection. Primary implant was done in 1993.

Manufacturer narrative:
Eval summary: a definitive root cause cannot be determined with the info provided. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Femoral component item is from unk lot number; correct print revision unk. Item exhibits scratches on both condyles and biological material in box area. Tibial plate item exhibits biological material on back side. Three unk bones screws were returned, two of which appear to be made out of titanium; 1 appears to be stainless steel. The returned tibial plate only accommodates two screws total. The returned unk articular surface is severely oxidized and worn. All lot numbers are unk; therefore, review of device history records is not possible.